Manufacturer narrative:
The device remains in service. If additional information becomes available, this report will be updated. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device had less than six months remaining upon initial interrogation and then went to 1.5 years after testing. Moreover, the device was checked in (B)(6) 2019 and showed two years remaining. Health care professional (hcp) will send files for analysis. This device remains in service. No adverse patient effects were reported.